Event description:
Medtronic received a report that the device inside the package was a different size than indicated on the package labeling. The customer reported that there was no patient involved.